Event description:
It was reported that information was received from a patient (pt) regarding an external device. The reason for call was the controller was black when pt went to use it and nothing happened when pt tried waking it up. The issue started at least last month or maybe more. Patient would reset the controller and it would work until the next time. The last time patient tried to turn the controller on (on sunday), software problem came up. Patient did not know what the message was. Patient said it was hard to tell because the screen went black when patient pressed one of the buttons. Patient told her husband to take the battery out and leave it alone. On the call had patient plug the controller into the ac power supply without the battery. The screen came on. Patient put the battery back in and confirmed the green light did not come on. Ac power supply had the green light. Pt saw no damage. An email was sent to repa ir to replace the battery pack. Patient also mentioned the controller vibrated by itself several times when pt pressed the top button. Reviewed pt might have 'vibration' setting on in the controller. Patient had never had it do that before. On the call pt tried pressing the top button and said it was not responding. Additional information was received from the pt. Pt called back and said they went to charge their controller, but the stimulation was still off, and the controller was not charging. Pt was using replacement battery pack. Pt had also tried the old battery pack again, but neither battery pack was charging when controller was plugged into the ac power supply. Pt said the controller light blinked a few times and then went off. Pt reported a steady green light on the controller on the call. Pt then reset the controllerand the green light on the top of the controller would not come on after controller responded when plugged into ac power and battery pack was reinstalled. Pt said the white bars are not coming across and the controller was not doing anything. Patient services (ps) agreed to send a controller to the pt. Ps called the pt back to regather the controller serial number. When ps called the pt back, they said the green light started blinking and the controller appeared to be charging, but then the green light shut off and the controller was not charging again. Pt said they got "green circles" and then the controller quit working. A replacement controller was requested.

Manufacturer narrative:
Continuation of d10: product ID m995402a001, serial# (B)(6), product type product ID 97745, serial# (B)(6), product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: m995402a001, serial/lot #: (B)(6), h3: analysis of the m995402a001 intellis battery pack (serial number (B)(6)) revealed complaint unverified, no anomalies observed. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.